Event description:
It was reported by customer prior to use that the cardiosave intra-aortic balloon pump (iabp) unit had power up test fail code. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that no start up code was recorded. The fse was bale to reinstall b.17 software which got the unit to complete start up. The fse completed all diagnostic, performance and safety tests with no further issues. The unit was retuned to the user.

Event description:
N/a.